Manufacturer narrative:
Results - based upon evaluation of the user facility information and the return sample; based upon the retain samples from the reported lot. Conclusions - based upon evaluation of the user facility information and the return sample; is based upon the retain samples from the reported lot. The involved device was returned to the manufacturing facility for evaluation. Both the sheath and dilator were received for further investigation. The sheath tip was confirmed to be damaged. The sheath tip was noticed to have multiple scrapping marks and the distal end of sheath tip was partially sheared off while a part of it was still attached to the sheath tip. The proximal portion of the tip was noticed to be peeled and rolled towards distal end. No damage was noticed on dilator tip. The dilator was noticed to have some scratches as well. An evaluation of the retention sample from the reported part/lot was conducted. There were no visual anomalies noted during a visual evaluation. In addition, dimensional testing confirmed the product met specification. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that there have been no previous reports for this part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information the potential root cause of the failure is believed to be a significant amount of force used to manipulate the sheath against very hard object such as calcium and or significant scar tissue. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that: the physician was swapping out a 5 fr sheath for a 5fr destination to perform a peripheral intervention; the physician met resistance when inserting sheath; the physician pulled the sheath back on the wire to inspect it; and the sheath was chewed up where it transitioned from dilator to sheath.